Event description:
It was reported that the pt has been reporting a decrease in the hearing performance of his implant over a period of time. Unstable behaviour of the active electrode has been observed. The pt has only the 6 most apical electrodes inserted. Those electrodes are the ones more affected by the change in impedances over time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.